Event description:
During testing at the user facility, it was noted that the device door roller pin was missing. The device was returned to the engineering department with a note that stated damage. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.